Event description:
A patient underwent a transforaminal lumbar interbody fusion (tlif) at l3-l5. A cage was placed into l3/l4 and l4/l5, respectively. It was revealed that the l3/l4 cage was back out. However, the migration had stopped.

Manufacturer narrative:
(B)(4): medical interpretations are not available at the time of this report. A follow-up report will be sent when the interpretations are complete.

Manufacturer narrative:
Medical assessment: both picture 1 and picture 2 are from the same patient, one immediately postop, the second after translation of the upper cage posteriorly. First paragraph is picture 1, second paragraph is picture 2 and conclusions drawn from the change. Here we see two postoperative lateral views of an l3 to l5 tlif. Initially, the spacers appear centralized within the disc spaces of l3 and l4. They appear undersized in length when compared to the size of the disc space they occupy. Due to the degree of degenerative changes at the endplates, it is not possible to comment on the cephalad/caudad fit of these spacers. Pedicle screws appear to be osteogrip, placed appropriately with open technique. Cross link is in place. Subsequent film shows the upper l3 cage to have posteriorly migrated. It appears to be atthe posterior edge of the disc annulus and remains within the disc for the most part, although up to15-20% may extend into the posteriolateral canal space below the exiting root and lateral to the dural sac. Some degree of foraminal stenosis is possible. The presence of parkingson's disease in no way made this migration predictable. Rather, improper sizing, and possibly incomplete distraction and compression during insertion and posterior fixation are more likely to be the cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.